Manufacturer narrative:
Updated to include investigation details from photograph sent by user.

Manufacturer narrative:
It was reported on mw5162304, "during spinal block placement, spinal needle fractured leaving remnant in patient. This required surgical removal of the retained needle fragment." It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Spinal needle fractured.